Event description:
It was reported that smoke was visually observed emanating from the programmer. The use of the programmer was stopped. No adverse event occurred and there was no consequence to the health professional or a patient.